Event description:
The device was used during a laparoscopic cholecytectomy procedure. Reportedly, the product shavings into the pt's cavity. The surgeon was able to complete the procedure with the instrument and flushed the cavity to remove the shavings. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, toxicological tests were performed on the seal to ensure its safe and effective use.